Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer retainer ring was broken and reservoir does not lock in place. Customer also reported crack on the reservoir side of the pump body. Customer faced hyperglycemia with blood glucose value was 18 mmol/l and diabetic ketoacidosis. Customer was treated with insulin drip and visit to hospital. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Type of reportable event as been updated and provided with this report in section h1. The information provided with the initial report in section h6 ( harm code 2364) was incorrect.

Event description:
Customer visited emergency room for high blood glucose with blood glucose value 18 mmol/l. Customer was treated with insulin drip for high blood glucose. There was no mention of symptoms or ketones to meet the criteria for diabetic ketoacidosis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = missing. Case type = ngp. The customer was hospitalized for alleged high bgs, cosmetic damage located at the reservoir compartment (missing retainer/cracked case) and the reservoir unable to lock into place found on (B)(6) 2022. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, missing serial number label, peeling end cap address label, cracked battery tube threads, cracked case at battery tube side, cracked case at the corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Missing retainer was confirmed at the reservoir compartment. Cosmetic damage confirmed at the reservoir tube lip (case). Reservoir unable to lock into place confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was return for analysis.